Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing of noise via reduced intrinsic amplitudes. The system was programmed off. The doctor will have some x-rays done to check the system for changes. There were no additional adverse patient effects.

Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing of noise via reduced intrinsic amplitudes. The system was programmed off. The doctor will have some x-rays done to check the system for changes. There were no additional adverse patient effects.